Event description:
Customer reported that pt underwent abdominal aneurysm repair and abdominal closure. Closure was accomplished with a continuous suture technique. Customer reported that the suture broke 7 days following the procedure. Pt was returned to the or for repair of the wound. Pt was discharged from the hospital in good condition and no further events have been reported.